Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. Due to clogging of the channel tube, the suction function did not work at all. The connecting tube had buckling. The adhesive around the objective lens had a chip. The forceps channel port was shaved. The suction cylinder and air/water cylinder had discoloration. The grip, switch box, and up/down knob had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the biopsy channel on the evis exera ii gastrointestinal videoscope was clogged. No patient harm reported. During the evaluation of the device, it was noted the channel tube was clogged due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the channel tube was clogged due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to user facility staff was insufficiently trained on device handling and reprocessing in accordance with instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: IFU of the subject device states not to suction solid matter or thick fluids, and how to handle device when they are suctioned as follows: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact. Inspection of the instrument channel:insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 01-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.